Event description:
It was reported that the pt experienced "pain and soreness around her battery and lead site many days after implant." Ten days following the implantation, the pt underwent surgery to determine the extent of the infection. The pt's physician decided to explant the device "in order to allow the area of infection to heal properly." No further pt info regarding symptoms, outcome or details was provided at the time of this report.

Manufacturer narrative:
(B)(4).